Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 227 mg/dl. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.